Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source was flickering when using the 1588 and 1688 cameras, so the recording of each camera when in use was checked, and the light source operation was inspected by connecting the light cable to the l10 and l11 cameras. The flickering was confirmed to be flickering light output. Additional information regarding the event, such as a potential for a full loss of light and the duration could not be obtained.

Event description:
It was reported that the light source was flickering when using the 1588 and 1688 cameras, so the recording of each camera when in use was checked, and the light source operation was inspected by connecting the light cable to the l10 and l11 cameras. The flickering was confirmed to be flickering light output. Additional information regarding the event, such as a potential for a full loss of light and the duration could not be obtained.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in japan. The technical service report indicates: test results: reproduction of the phenomenon could not be confirmed in both 1588 and 1688 work content: recording measures on the 1588 side (when an), confirmation, connecting light cables to l10 and l11 to operate the light source, and recognition confirmation. Result: we have confirmed that the light source unit is working properly. Please continue to monitor progress. Probable root cause: damaged light cable. Damaged scope. Damaged coupler. Damaged leds. Main board malfunction. Loose / misaligned jaw assembly. Light engine/ light pipe malfunction or damaged. Bent esst contact. Inconsistent esst contact. Camera head communication. Front board malfunction. Touch panel malfunction. Power supply malfunction. Thermal switch malfunction. Ac inlet board malfunction. Inadequate air flow. Sidne port malfunction. Poor workmanship. Inadequate calibration. Use errors. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.